Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device found the hybrid to be out of specification for an electrical parameter. Returned product analysis determined the cause of the boot up back up mode was due to steam sterilization at the explanting medical facility. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was returned for an unknown reason, analyzed and tested out of specification. No patient complications have been reported as a result of this event.